Manufacturer narrative:
(B)(4). Batch # u5ck2x. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage with an ecr45g reload (b) not loaded in the device. This reload was received fully fired. Additionally, one ecr45w reload (c) was received, this reload was received fully fired, another ecr45w reload (d) was received partially fired 1/10. Upon evaluation of the reload (d) the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the left lung tumor resection surgery, could not fire when severing pulmonary tissue on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.